Manufacturer narrative:
The thermogard console (sn (B)(4) involved in the reported complaint will not be returned for evaluation because biomed resolved the issue by cleaning and drying the air trap holder. The biomed tested the system, and it functioned as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed.

Event description:
During the ivtm therapy, the customer observed the leak at the air trap of the start-up kit (suk) (lot # unknown). When the nurse went to clean the fluid, the thermogard console (sn (B)(4) displayed an air trap alarm. The nurse attempted to dry out the air trap chamber to continue with patient care but was unsuccessful. The customer continued the rewarming of the patient using the alternative temperature management (blanket) method. No consequences or impact to the patient.